Manufacturer narrative:
The customer evaluated the unit. He placed silicone on the crack in the tank to fix the issue.

Event description:
The customer alleged that there was cidex opa leak from the reservoir. There were no reports of injuries. The customer stated that he placed silicone to patch the crack in the tank. He stated that he has not seen a leak since.